Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support.